Event description:
The pt called to report that the pt used the suspect device to check the pt's blood glucose and obtained a result of 150mg/dl. The pt was not feeling well and the pt's normal blood glucose values are 70-75mg/dl. The pt then injected the pt's normal am dose of insulin. The pt ate breakfast and went back to bed. The pt's spouse could not awaken the pt. Paramedics were called and they used their equipment to check the pt's blood glucose and the result was 39mg/dl. The pt was given a b12 shot and transported to the hospital. The hospital tested the pt's blood glucose at 13mg/dl. The pt was then treated with an IV, given apple juice, a banana and tuna sandwich. A l1 glucose control solution was used on the suspect device system and the control was in range. The suspect device was replaced with new product and authorized for return to the MFR for eval.